Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was approximately a 3 hour gap of no continuous glucose monitor (cgm) readings being displayed. Reportedly, the issue ultimately resolved. No additional patient or event information was available. A root cause could not be determined.